Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they had a back surgery on (B)(6) 2020. It was after that stimulation changed. A rep met with patient in march and adjusted the settings. Patient has stimulation down both legs now. Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient recently went through another spinal surgery ( (B)(6) 2020) and wanted to know how to get a rep to an appointment at hcp's office on (B)(6) to reset it because after they started healing after surgery they noticed the settings were not working like they used to. Pt said they were in so much pain when they first came home from surgery and noticed they were not getting stimulation, they noticed they were getting a lot of pain in their legs again. Pt said they were not getting stim down legs. Pt said they switched to the second setting which seemed to give more stim in her legs and back but it is not where she really needs it to be. Pt said she as only 2 settings she has only a and b. The patient was redirected to their healthcare provider to further address the issue.